Event description:
A report was received that the patient had swelling around the ipg site. The swelling would increase and shoot across the back. The patient will undergo ipg and lead revision.

Event description:
A report was received that the patient had swelling around the ipg site. The swelling would increase and shoot across the back. The patient will undergo ipg and lead revision.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial/lot #: (B)(4), description: linear st lead, 50cm.

Manufacturer narrative:
Additional information was received that the patient was also experiencing pain at the ipg site. The physician believes the swelling was due to the placement of the ipg being too close to the spine. The patient underwent a pocket revision wherein the ipg was replaced per preference. The leads were not revised. The patient is doing well after the procedure. The explanted ipg was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.